Event description:
On (B)(6) 2004, the pt had an ipp device implanted. On (B)(6) 2011, the cylinders and pump were removed and replaced due to malfunction. Ams requested, but did not receive additional info.